Event description:
This lead was an attempted implant on (B)(6) 2011. It was not implanted as everytime the ep deployed the screw there was a large current of injury. The ep used a passive lead instead to be less traumatic. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).